Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they replaced the batteries and none of the buttons were working. Customer's blood glucose reading at the time of the call was 206 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. No button error alarms noted. No button response due to corroded keypad traces. No unexpected vibrating noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.